Manufacturer narrative:
Event date: exact date unknown, event occurred on the date of explant procedure.

Event description:
It was reported that the patients body was rejecting the ipg and was having an infection. The patient underwent an ipg explant procedure. The explanted ipg was not returned.